Manufacturer narrative:
A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had tested the cs300 and could not able to duplicate the reported failure. After that the unit had passed all the functional and safety tests per factory specifications and it was returned to the customer.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) device malfunctioned.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.